Event description:
Device diagnostic testing at office visit resulted in high lead impedance reading (dc-dc code 7 and limit), indicating possible device malfunction. The elective replacement indicator was no, indicating that the generator had not reached end of service. The pt reported that they had not been able to feel stimulation for approximately three weeks. The pt is reportedly pretty active and played basketball and stretched their arms pretty well around the time that they stopped feeling device stimulation. Review of x-rays revealed that the lead connector pin does not appear to be fully inserted into the generator. No other discontinuites were noted via x-ray review. Review of manufacturing records for both the pulse generator and the bipolar lead revealed no anomalies that would adversely affect device performance.